Manufacturer narrative:
(B)(4). Batch #t5ed7g. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. Additional information was requested and the following was received: 1st additional information follow up: in the event description you state "the battery pack temperature.", but provide no additional details. To confirm, was there any issue with the temperature of the battery? - abnormal heating of battery.

Event description:
It was reported that during an unknown procedure, the device could not fire due to abnormal heating of the battery, but the same battery worked in a different gun. Finally changed to a new gun to complete surgery. There was no patient consequence reported. No additional information can be provided.